Manufacturer narrative:
Please refer to the attached report - attachment: [20181012 - file-2018-03059 - analysis_and_closure_report_resp-2018-01540.pdf].

Event description:
It was reported that following reception of the field safety notice issued in july 2018, the subject device was replaced on (B)(4) 2018 as the patient is dependent. Preliminary analysis did not reveal any device malfunction.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that following reception of the field safety notice issued in (B)(6) 2018, the subject device was replaced on (B)(6) 2018 as the patient is dependent. Preliminary analysis did not reveal any device malfunction.